Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through a remote transmission, the device exhibited under sensing. The patient was asymptomatic. The device triggered a pause episode when the device under sensed the signals. Programming changes were suggested.